Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The expiratory cassette membrane was replaced which resolved the problem. As no goods were returned for investigation, the cause why the membrane failed, could not be determined. If, for example, there are dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).